Event description:
Rt spoke with pt's mother who informed her that left eyelet - the sides where trach ties are inserted into (to hold the trach in place) has a slit through it and the right side is starting to crack as well. This has happened with two trach tubes. They do not reprocess their trach tubes and throw them away after 14 days. This issue began to occur 7-10 days after the trach was placed. Pt has been since infancy and there have been no changes to his care that would account for the deterioration of the trach tubes. Issues have been reported to covidien (MFR). However, please note that we were just informed of a third instance of the eyelet on the trach tube spitting. This split occurred after only 6 days of wearing the trach tube. We have new orders from the md stating to change trach tube every week until issue can be resolved. We do not have the lot numbers for the first two defective trachs as mom doesn't typically save the boxes the trachs come in. After the second instance occurred, she has been keeping the boxes now and that is how we were able to confirm the lot number of the third trach tube.